Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported nurses are coming to the bedside and they find out that there is no spo2 monitoring on the screen of the drager device, and it seems that the monitoring stopped without either a technical or clinical alarm. No patient impact or consequences were reported.